Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies for this ICD. In particular, the ICD detection was programmed off using a programmer device on september 15th, 2025 at 10:26 h and subsequently re-activated via the programmer device on the same day at 11:40 h. On this day the ICD delivered no therapy and had no detections. The artifacts present in all channels, as seen in the returned picture, indicate an external source of noise, most likely the ablation tool. In conclusion, the ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data revealed a normal and expected ICD behavior.

Event description:
The mdt affera ablation tool caused an adverse event to the patient and patient had to be eternally shocked. Device remains implanted. Should additional information be received this file will be updated.